Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent hyperglycemia with a highest cgm reading of 443 mg/dl, confirmed as ¿hi¿ by fingerstick, while using an ilet system with a teflon infusion set placed on the abdomen and a freestyle libre 3 plus cgm; the event was characterized as an adverse event without an identified device or use problem, and a device component could not be specifically categorized. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed that no device problem was found based on the troubleshooting performed and information reviewed, and no specific device component issue could be identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.